Event description:
It was reported that during the implanting procedure, when the doctor attempted to connect the competitor lead to the implantable cardioverter defibrillator (ICD) device, the lead did not go inside deep enough. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).